Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was cracked in an unspecified location which resulted in a leak. This event was discovered during setup. The registered nurse reported that they had over tightened the connection to ensure it was secure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.